Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was not installed in the clevis and was missing. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the tenaculum forceps instrument wires were noted to be broken prior to starting a da vinci hysterectomy procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.